Manufacturer narrative:
The device was returned. An evaluation of the returned device revealed, water tightness was lost due to dent on connecting tube. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Adhesive on bending section cover was chipped, cracked and had white-clouded area. Paint on air/water-cylinder was peeled. Paint on suction cylinder was peeled. Switch and connecting tube had a scratch. Connecting tube had a wrinkle. Light guide lens had a crack. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the insertion part of the duodenovideoscope was defective and air leakage was noted. The device was returned and an evaluation revealed, the adhesive of the illumination lens was detached. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
This report is being submitted to provide a correction. Upon review, this complaint was determined to be not-reportable.